Manufacturer narrative:
Multiple attempts were made to get clarification about the lot number. The manufacturing record evaluation (mre) of lot number 832981, was requested to the quality operations team. Unfortunately, the information could not be located at this time, and no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed, and supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
This event is associated with the clinical trial ssn: (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant on both sides and experienced bilateral non-hodgkins large b-cell lymphoma. Lymphoma was around her heart/chest wall postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.